Event description:
It was reported the single use ligating device was unable to release and had to be cut with loop cutters. The cables snapped outside of the patient. There was no reported patient impact.